Event description:
During device examination, found that balloon was perforated

Manufacturer narrative:
Customer report was confirmed. Balloon did not inflate due to a leakage from balloon area. Leakage occurred from a tear, about 0.07" long, at central area of balloon.